Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. The root cause could not be identified. According to the investigation, the most probable cause of the reported problem was traced to component failure, expected or random component failure without any design or manufacturing issue due to stress problem identified. Also, the problems were caused by either excessive or inadequate physical force exerted on it by another object resulting in problems wear, bending, deformation, fracture, fatigue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, a root cause for the rust was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the cysto-nephro videoscope had rust on the joint of the insertion section. There was no patient involvement.